Manufacturer narrative:
The insulin pump had an intermittent button response noted due to the corroded keypad traces. There was no button error alarm noted. A corroded motor assembly was noted during the visual inspection. There was no moisture damage noted on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had moisture in the pump and a button error alarm. Customer's blood glucose is 56 mg/dl. Customer treated before calling and stated there was condensation in the window screen. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.